Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after priming/firing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.